Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working, screen was unreadable with scribble lines across insulin pump. Customer stated insulin pump display was flashing and no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display noted. However, unable to perform displacement, sleep current measurement, active current measurement, and self tests due to missing segments or partial display - grey stripe in the display. Per visual inspection the circuitry adjacent to both the lcd controller and the lcd display is cracked.